Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent capture. A chest x-ray was performed, and the rv lead appeared dislodged. On (B)(6) 2026, the physician repositioned the rv lead. The patient condition was stable.